Manufacturer narrative:
All information reasonably known as of 23jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received on 11-jul-2017 from user facility (B)(4) that states, per the report, the patient is a 6 month old male. The report states the device failed and broke. Additional information was received on 14-jul-2017 that states, the patient is stable, no injury or medical intervention reported. The y-adaptor reported as breaking and falling into the tube. The issue was resolved by placing a new catheter. The y-adapter was in use less than a week. No additional information was provided.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 11jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that an infant's vent tubing came undone at the round base (swivel) and unable to snap back into place without it repeatedly snapping off. The respiratory therapist was putting on a new circuit-new etco2 and in-line suction was going to be replaced. While attempting to remove the ett connector from the ett-old connector snapped in half with a small piece remaining in the ett. The respiratory therapist was able to pop out the piece within seconds and new set up put in place. No additional information was received.

Manufacturer narrative:
The sample was returned for evaluation. One used sample was returned for lot number m6137t501. There was no product packaging received. The 3.0 y-adapter is broken at the distal end. The tapered tip was broken away from the base of the y. The break is jagged in appearance. There is visible stress whitening at one side of the break. The bond between the y adapter body and the tip is intact (no bond failure). The sample was received with an unidentified item connected to the large opening of the 3.0 y- adapter. The device history record for the lot number, m6137t501, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample evaluation confirmed the reported failure, and the root cause was related to the manufacturing process. All information reasonably known as of 05sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).